Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer stated that the blood glucose level started going down and it was at 150 mg/dl. The customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was inactive. Customer did not alleging insulin pump under delivering. Customer declined for troubleshooting of high blood glucose. Customer also stated that the cannula was bent and crimped. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.